Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separated from the relion® insulin syringe during use when removing the shield. The syringe was being used on the consumer's pet. This occurred on 5 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "pet owner reported when she removes the needle shield, needle and hub remains inside the needle shield. It happened 5 times on different days. Pet owner uses 31g, 6mm, 3/10ml syringes for her pet."

Manufacturer narrative:
Investigation: : no samples (including photos) were returned as of 10 january 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #9133810. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200827854] noted for cracked hubs.

Event description:
It was reported that the needle hub separated from the relion® insulin syringe during use when removing the shield. The syringe was being used on the consumer's pet. This occurred on 5 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "pet owner reported when she removes the needle shield, needle and hub remains inside the needle shield. It happened 5 times on different days. Pet owner uses 31g, 6mm, 3/10ml syringes for her pet."